Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the following information: this right ventricular (rv) lead presented a lack of capture, so it was examined on x-ray imaging, and a suspected fracture was found. The lead was capped and a new one implanted. No adverse patient effects were reported. Should additional information be received, this file will be updated.